Event description:
The rn started the IV on a pt with high blood pressure / high blood volume, who has received multiple blood transfusions. After inserting the needle and threading the catheter into the vein, the retraction button was pushed. The needle did not retract but instead, the entire unit flew out of the vein into the air and the non-retracted needle landed in the toe of the clinician. The nurse was wearing mesh-type tennis shoes and the needle penetrated through the shoe and into the nurse's toe. The needle penetrated deeply enough that it required someone else to remove the needle from her toe. The rn involved in the incident is a very experienced IV starter. The rn believed the pt, who was relatively strong, may have tensed up when catheter was inserted.

Manufacturer narrative:
The sample was discarded, and is therefore, unavailable for evaluation. The lot number of the unit involved in the incident is unk, however, lot number 1124946, was in the drawer of supplies at the time of the incident. Additional information regarding this incident has been requested. If additional information is received, a supplemental report will be submitted. (B)(4).